Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting prematurely. A review by engineering noted the s-ICD is malfunctioning and should be replaced. Engineering noted that based on the available diagnostics the sicd should be able to retain therapy capabilities if replaced within the next few weeks. No adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A more detailed review of the device memory revealed that, starting in february of 2018, the power consumption of the device began to gradually increase to a higher-than-expected value. This pattern of increased power consumption continued until the s-ICD was explanted. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; the sensing and shocking functions of the device were verified. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed from the circuit and a test capacitor was put into its place and tested; a normal current drain was observed. The original capacitor was then put back into place and the same test was repeated; a high current drain was noted. The capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this s-ICD was explanted and will be returned. No additional adverse patient effects were reported.